Event description:
During attempted implant, r wave amplitude variation was observed on the right ventricular (rv) lead and the helix failed to extend. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were sensing issue and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. The reported event of sensing issue was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.